Event description:
The doctor indicated that the implant cover screw fracture. When the doctor was placing the implant, he realized that the cover screw flat (icsf50) was broken. The initial implant was removed and another implant was placed within the same procedure.

Manufacturer narrative:
(B)(4). Visual inspection of the implant confirmed the presence of a broken screw. The complaint report does not indicate what type of tools or the possible torque applied that may have contributed to the event. Therefore the cause for the fractured screw cannot be determined.a DHR review and complaint review did not provide any indication of a manufacturing deviation that would contributed to this event. A definitive root cause for the fractured screw cannot be determined.